Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported an incomplete seal of the left atrial appendage (laa) was observed post procedure. In (B)(6) 2011, a 24mm watchman &#59404;laa closure device was successfully implanted during a laa closure procedure. In (B)(6) 2015, during preparation for an atrial flutter ablation an ice imaging catheter was used to visualize the laa device and a small leak was confirmed with doppler of that area. No external cardioversion or ablation was performed. The patient was treated with xarelto (eliquis was initially ordered, but insurance did not cover it) and rfa was postponed. During the patient four year follow-up, a transesophageal echocardiogram (tee) revealed a small amount of "flow" around the device with tract measuring 0.29cm, with no laa or la thrombus identified. Velocities in the laa are normal. The patient was treated with xarelto. In (B)(6) 2015, the patient underwent a successful rf ablation for atrial flutter, and a cardioversion during the procedure without complications. The patient was discharged home the following day. In (B)(6) 2015, the patient is now off anticoagulants and is in normal sinus rhythm (nsr). The patient is doing well at this point. No further actions planned.